Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported tha balloon rupture occurred. The 100% stenosed, chronic total occlusion, target lesion was located in the moderately calcified and mildly tortuous iliac artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was used for dilatation. Upon first inflation for 30 seconds at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.